Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield on the unspecified bd vacutainer® blood collection needle fell off after drawing the patient's blood, leaving the dirty needle exposed. The following information was provided by the initial reporter: "had just finished drawing patient's blood and went to secure needle with safety device. The shield that covers dirty needle fell off. One had thumb process utilized. Emergency medical technician was looking as she went to engage so she was able to keep her thumb from going against dirty needle."

Manufacturer narrative:
Correction: the awareness date has been corrected per date received on envelope from the customer. The following information has been updated: date of event: unknown. The date received by manufacturer has been used for this field. Date of event: (B)(6) 2019. Date received by manufacturer: 2019-04-18.

Event description:
It was reported that the safety shield on the unspecified bd vacutainer® blood collection needle fell off after drawing the patient's blood, leaving the dirty needle exposed. The following information was provided by the initial reporter: "had just finished drawing patient's blood and went to secure needle with safety device. The shield that covers dirty needle fell off. One had thumb process utilized. Emergency medical technician was looking as she went to engage so she was able to keep her thumb from going against dirty needle."

Manufacturer narrative:
Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety shield on the unspecified bd vacutainer® blood collection needle fell off after drawing the patient's blood, leaving the dirty needle exposed. The following information was provided by the initial reporter: "had just finished drawing patient's blood and went to secure needle with safety device. The shield that covers dirty needle fell off. One had thumb process utilized. Emergency medical technician was looking as she went to engage so she was able to keep her thumb from going against dirty needle."